Event description:
It was reported that during routine follow-up, an alert for high, out of range, high voltage lead impedance was observed. Trends showed an abrupt increase over the past year. The svc was programmed off and the lead will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.